Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had an ongoing driveline infection since 2011 that recently resolved, but recurred shortly after. The pt remains ongoing with a driveline infection.